Manufacturer narrative:
The product investigation could not be done due to the fact that the customer could not return it to (B)(6). The lot number was checked, this lot had expired on 01-12-2015. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. Syringe ends were very sharp and injured user, as all user harms are serious concluded as reportable. All available information has been disclosed. The complaint is not confirmed. This complaint has now been closed.

Event description:
Dr. (B)(6) and sister (B)(6) tried to connect syringes to oil infusion pipe and without force (B)(6) injured herself, because the syringe ends were very sharp.